Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 531mg/dl. The customer delivered a bolus via the pump to address bg level. Cause of event was due to blockage in the infusion set tubing. Type of infusion set used was not reported. The customer changed the infusion set to resolve the issue.